Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient underwent placement of the filter due a history of deep vein thrombosis (dvt) and failure of anticoagulation. The filter was placed via the right common femoral vein, the filter was deployed in the usual fashion within the infrarenal inferior vena cava. The patient tolerated the procedure well without immediate complications. According to the information received from in the patient profile form, the patient became aware of the alleged events ten years and seven months post implantation of the ivc filter and reports to suffer from fear of possible failures in the future and neuropathy that interferes with the patient¿s ability to walk. The patient also reported that they are suffering from blood clots, clotting, and/or occlusion of the ivc including calcification of the ivc. In addition, the patient states to suffer from subsequent chronic at least partial thrombosis and calcification of the ivc and left iliac vein with extensive collateral vessels throughout the pelvis and anterior abdominal wall. According to the information received via medical records, the patient underwent a computed tomography (CT) scan of the abdomen/pelvis twelve years and one-month post implant. The scan indicated there was an optease/trapease ivc filter in place with subsequent chronic partial thrombosis and calcification of the ivc and left common iliac vein with extensive collateral vessels throughout the pelvis and anterior abdominal wall. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Neuropathy occurs as a result of damage to the nerves outside of the brain and spinal cord (peripheral nerves), often causes weakness, numbness and pain, usually in your hands and feet. Anxiety and neuropathy do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. That filter is still in place. The extent of the device failure has not been fully documented by the patients treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a history of deep vein thrombosis (dvt) and failure of anticoagulation. During the implantation of the ivc filter via the right common femoral vein, the filter was deployed in the usual fashion within the infrarenal inferior vena cava. The patient tolerated the procedure well without immediate complications. According to the information received in the patient profile from (ppf) the patient became aware of the alleged events ten years and seven months post implantation of the ivc filter and reports to suffer from fear of possible failures in the future and neuropathy that interferes with the patient¿s ability to walk. The patient also reports that the filter has been in place more than ninety days and it is too risky to attempt retrieval. However, there are no known made attempted retrievals of the ivc filter. According to the information received via medical records, the patient underwent a CT scan of the abdomen/pelvis with contrast twelve years and one-month post implantation of the ivc filter. The CT scan report indicates that the patient had a clinical history of prostate cancer. The report also indicates that the lung bases demonstrated mild right basilar atelectasis, a small hiatal hernia with fluid surrounding the esophagus which is most consistent with reflux, a 1.8 x 1.3cm fluid density in the right adrenal genu nodule consistent with adenoma, and a punctate 2mm nonobstructing stone in the upper pole in the right kidney. There was also a small exophytic cyst off the lateral cortex mid to the lower pole of the right kidney. There was a fat density cortical-based 4mm lesion in the anterior cortex midpole of the left kidney which is most consistent with small angiomyolipoma. The report further indicated that the patient had a moderately enlarged prostate gland, mild sigmoid diverticulosis without acute diverticulitis, a 1.6cm fatty lesion within the duodenal sweep most consistent with lipoma or fatty ingested material, and a small fat-containing umbilical hernia. The scan also indicated there was an optease/trapease ivc filter in place with subsequent chronic partial thrombosis and calcification of the ivc and left common iliac vein with extensive collateral vessels throughout the pelvis and anterior abdominal wall. The scan also showed a left hip arthroplasty in place and extensive degenerative lumbar spondylosis. According to the amended ppf provided, the patient reports to suffer from blood clots, clotting, and/or occlusion of the ivc including calcification of the ivc. In addition, the patient states to suffer from subsequent chronic at least partial thrombosis and calcification of the ivc and left iliac vein with extensive collateral vessels throughout the pelvis and anterior abdominal wall.